Event description:
Boston scientific received information that this chronic left ventricular (lv) lead has exhibited impedances greater than 2000 ohms for more than one year. There is good capture and sensing. Additional information was received stating the impedance reading was 3800-4000 ohms when measured with a non boston scientific analyzer. The lead was surgically abandoned and a new lead successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.